Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that she was currently at the hospital for MRI. Patient stated the reason she was at the hospital was not related to the interstim. She was having an MRI done of her brain and needed to turn stim off but the patient programmer (pp) would not acknowledge her implant, she got poor communication screen on pp. During the call, patient was instructed to unplug antenna and placed pp directly over implantable neurostimulator (ins), on skin but this did not resolve the issue. Patient discussed the possibility that her stimulator may be depleted, she had not felt stim in quite some time but she had also lowered the program because it was a little bit too much for her, she finally got one , she was not waking up in the middle of the night without her leg jerking all over the place so she assumed she finally found the right program so she was thinking and wonders if her battery may be totally dead. It was also reported that patient had increased frequency and leaking which was a little more than she had prior to this. Patient can¿t get communication from the patient programmer (pp) to the implantable neurostimulator (ins). It was noted that the ins had been implanted just over 6 years. Patient was not feeling the stim down her left leg like she used to but she stated that she had stim up too high, so she had adjusted it to find the happy medium between stim and bladder symptoms. She saw her healthcare provider (hcp) about a year ago but hcp didn't have physician programmer to check the ins. Patient thought it had been about 3 years since ins was actually checked. Patient was redirected to follow up with her managing hcp to have ins checked to confirm suspected eos due to no communication with the pp and some return of symptoms. The change in symptom was considered gradual. It was later reported that the battery was dead and that the patient would have surgery in the future to replace it. It was also reported that they always had a "slight" stimulation until their battery died. There were no further complications that have been reported as a result of this event.